Event description:
On (B)(6) 2012 customer reported that the lxi 725 instrument's creatinine module (crem) suppressed results with noise flag errors for a couple of patients. The results were not reported out of the laboratory. Customer reran the samples on a different instrument and those results were reported. Customer only provided results for one patient. Quality control results provided indicated data points were within 2 standard deviations of the established range before the event. Field service engineer (fse) inspected the instrument and found that the crem reagent syringe leaked. Fse replaced the syringe and this resolved the issue.